Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
On mon, (B)(6) 12:18 pm, bd end. From: sent: 6/2/2025 9:10 am. To: customer.service. (B)(6). Subject: patient says many of the pen tips were not functioning. To whom it may concern, I am writing from the (B)(6) location. Recently we had a patient report that they had purchased a box of bd nano ultra fine pen needles (4mm 32g) and reported to us that at least a dozen of the pen tips did not work while they were attempting to inject their insulin. I told them I would report this to you and see if there have been any other incidents where this has occurred? Lot#: 4226043 and the expiry is 31/07/2029. This is a longtime insulin user and the first time they have mentioned this issue to us. Thanks for your concern. (B)(6) 11june2025: (B)(4) 2nd email from pharmacy tech below. I reached out to the pharmacy tech that reported the issue and was told that she was off today. There was no one else that could answer my question. I left my information to receive a call back. At this time, I cannot confirm if the patient "primed" the pen needles before injection. I will let you know once I find out. Per the email, there are no samples available for evaluation.